Manufacturer narrative:
The device was received with broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads. The test reservoir was also found to not lock into reservoir tube properly. (B)(4).

Event description:
The customer reported via phone call that there was a crack on the device and the reservoir will not stay in place. The customer's blood glucose at the time of incident was 330mg/dl. The customer was advised to discontinue use of the device, and that it would have to be returned and replaced.